Event description:
One pt generated an initial architect c8000 potassium assay result of 6.3 meq/l. When the sample was retested 24 hours later, a result of 4.3 meq/l was obtained. Controls have been within specifications. There is no impact to pt management reported.